Event description:
Philips received a complaint on the intellivue mp20 indicating electrocardiogram monitoring frequently triggered alarms indicating increased heart rate and respiratory rate, which was inconsistent with the actual physical examination results. During the ward round, the electrocardiogram monitoring alarm indicated that the child's heart rate was 180 beats per minute, respiratory rate was 75 breaths per minute, and the oxygen saturation was 94%. When observing the child, it was found that the child was sleeping quietly, with a heart rate of 130 beats per minute, respiratory rate of 30 breaths per minute, and the lips were red and without cyanosis or increased respiratory rate. After replacing the electrocardiogram monitor, the child's heart rate fluctuated between 120-135 beats per minute, and the respiratory rate was 25-35 breaths per minute. No adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) reached out to customer who stated that an occasional malfunction occurred. When the equipment department of the hospital conducted the inspection, the malfunction did not occur. The equipment was operating normally. No personnel were injured. No other information was provided. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.